Event description:
On (B)(6) 2023, senseonics was made aware of an incident where the user experienced a hyperglycemia event due to sensor inaccuracy.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The customer reported a high glucose alert on (B)(6) 2023 10:16 pm et. The glucose trend data was reviewed, and the alert history confirmed that the system alerted a high glucose alert at 10:11 pm et when the sg was 262 mg/dl, which was five minutes before the sg was 395 mg/dl. There was no fingerstick bg recorded as the user was asleep, thus whether the hyperglycemic alert was a false one or not could not be confirmed. The user was asleep during the event and did not seek medical attention nor did the user self-treat. The user was concerned about the sensor inaccuracies since she observed that her sg values would spike, mainly at night, after calibration. The sensor inaccuracy complaint was addressed and documented in (B)(4)(MFR report# 3009862700-2023-00111), and as part of resolution, a sensor replacement was authorized due to system performance. B5. Event or problem updated.h3. Device evaluated by manufacturer? Yes.h6. Investigation findings updated to 213.h6. Investigation conclusions updated to 4307.

Event description:
On april 18, 2023, senseonics was made aware of an event where the user complained that the system asserted a false hyperglycemic alert due to sensor inaccuracy.